Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 1 year, 3 months, and 12 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the 23 mm sapien 3 ultra valve was explanted. The reason for explant is unknown at this time.

Event description:
As reported by the field clinical specialist (fcs), 1 year, 3 months, and 12 days post-implant of a 23 mm sapien 3 ultra (s3u) valve in the aortic position, the 23 mm sapien 3 ultra valve was explanted. The reason for explant is due to pannus formation. After reviewing the medical records provided, the patient had their 23mm s3u valve explanted and replaced with a 21mm inspiris surgical aortic valve. This was done at the same time as the patient's native mitral valve was replaced with a 25mm magna mitris surgical valve, their stenosed left anterior descending artery (lad) was surgically bypassed with the use of the left internal mammary artery (lima) to the lad, and their left atrial appendage was clipped. The initial implant procedure had been a success, and the patient felt better. However, a few weeks later, the patient began having shortness of breath, again. It was discovered that they had moderate mitral regurgitation (mr) with some stenosis at time of the procedure. They then underwent a coronary angiogram which showed some in-stent stenosis of a previously placed lad stent. This area was re-stented; however, the patient did not get any relief of their symptoms. They were worked up and found to have worsening mitral stenosis (ms) and well as increased gradients across their aortic valve. The patient was then trialed on 6 weeks of eliquis to see if symptoms resolved. While their aortic gradients had gotten better, they still remained terribly symptomatic. A tee showed moderate to severe mitral stenosis and regurgitation. A discussion was had with the patient's primary cardiologist regarding bypass of the lad and it was thought it would be beneficial. Treatment of the aortic valve was discussed at same time and given the fact the patient already had increased gradients across the valve, it was decided that is should be replaced with a surgical valve at the same time as the mitral valve was replaced. The surgery was successful with replacement of the native mitral valve, bypass of the stenosed lad stent, clipping of the left atrial appendage (laa) and replacement of the 23mm s3u valve. During the removal of the 23mm s3u valve it was noted a very large and thick pannus was present where the bottom of the valve had been. This pannus was extending down in the lv outflow tract. The pannus was circumferential around the entire lv outflow tract and was approximately 0.5cm in width. It was completely cut away and the lvot was copiously irrigated. The large pannus was likely the cause of the increased gradients across the 23mm s3u aortic bioprosthetic valve.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from an engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate chronic heart failure, coronary artery disease status post percutaneous coronary intervention, hypertension, hyperlipidemia, hypothyroidism, diabetes myelitis ii, chronic venous insufficiency, morbid obesity could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.